Event description:
Rptr saw a report on the news concerning trocars. Rptr had a tubal ligation, during the procedure their was a burning sensation in pelvic area (rptr was given an epidural). The burning sensation continued for 3 yrs. Another surgery was done which revealed a hole where "bowels were pushing through." Surgeon couldn't explain how hole got there.